Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and was replaced. This lead will not be returned. No adverse patient effects were reported.